Event description:
It was reported that following an unrelated valve replacement procedure, the pulse generator had issued a false alert for battery depletion. A software download was performed which cleared the alert and restored the device to normal functionality.